Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 03-sep-2015: bayer ptc global reference number is (B)(4). Final assessment: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this case report detected during monitoring of posts on an FDA hosted docket website, refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and soon after the procedure, started experiencing extremely painful pelvic pain this event is serious due required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, soon after device insertion, the consumer presented extremely painful pelvic pain and other non-serious events. At the moment of the report she was dealing with total hysterectomy. Considering event's nature and close temporal relationship, causality with essure use cannot be excluded. Although it is not clear if the hysterectomy has already been performed, an intervention apparently is being considered. Thus, this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008. Soon after the procedure, she started experiencing extremely painful pelvic pain, lower back pain, pain during intercourse, mood swings and other symptoms. She trusted her doctor and now she was dealing with the aftermath of essure: a total hysterectomy. She lost her partner of 16 years. Company causality comment: this case report detected during monitoring of posts on an FDA hosted docket website, refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and soon after the procedure, started experiencing extremely painful pelvic pain this event is serious due required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, soon after device insertion, the consumer presented extremely painful pelvic pain and other non-serious events. At the moment of the report she was dealing with total hysterectomy. Considering event's nature and close temporal relationship, causality with essure use cannot be excluded. Although it is not clear if the hysterectomy has already been performed, an intervention apparently is being considered. Thus, this case is regarded as incident. Technical assessment is expected.